Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 160 mg/dl, 150 mg/dl and 70 mg/dl when all tests were performed within 10 mins on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Rptr discarded strips and so no product will be returned for evaluation.